Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device prompted "no shock advised" for a rhythm they believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch numbers 1220908-2017-888 and 1220908-2017-890 for similar reports involving the same device.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. No clinical information was available as part of the investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.